Event description:
Boston scientific received information that following an unspecified procedure, the device was interrogated. A yellow warning screen was displayed, stating the presence of a magnet was over the device. There was no magnet over the device and the device was beeping. It was confirmed that a stuck microswitch had occurred. A manual capacitor reformation was performed, as well as toggling the patient -triggered monitored. A data disk analysis was performed and the device was programmed correctly, with therapy available. Diagnostics confirmed that the system does sense that a magnet was applied. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.